Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure a taxus express2 8.8% 3.0x16 mm drug eluting stent detached from the balloon delivery system in the saphenous vein graft to the 2nd obtuse marginal artery (svg to 2nd om). The event was resolved and no pt complications were reported. The index procedure treated five target lesions to help alleviate a myocardial infarction (mi). Target lesion 1 was a 2.5 mm vessel diameter, 99% stenosed ostial, bifurcated region of the 1st diagonal artery. The lesion was 10.0 mm in length. Target lesion 2 was a 2.5 mm vessel diameter, 90% stenosed ostial, bifurcated region of the proximal left anterior descending artery (lad). The lesion was 20.0 mm in length and had moderate calcification. The physician performed the crushed technique on the target lesions. Target lesion 1 and 2 were both predilated. Target lesion 1 received one taxus express2 8.8% 2.5x16 mm. Drug eluting stent. Target lesion 2 received one taxus express2 8.8% 2.5x24 mm drug eluting stent. The drug eluting stent in target lesion 2 was post dilated after deployment. Residual stenosis for the two lesions was 0%. Target lesion 3 was a 2.5 mm vessel diameter, 60% stenosed region of the left main coronary artery (lmca). The lesion was 5.0 mm in length and had moderate calcification. The physician direct stended the lesion with one taxus express2 8.8% 2.75x12 mm drug eluting stent without complication. Target lesion 4 was a 3.0 mm vessel diameter, 99% stenosed region of the svg to 2nd om. The lesion was 10.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x20 mm drug eluting stent. The drug eluting stent was post dilated after deployment. The physician then attempted to cross the previous taxus stent and place one taxus express2 8.8% 3.0x16 mm drug eluting stent. This drug eluting stent got caught on the 3.0x20 mm taxus stent and was dislodged from the balloon deployment system. The physician resolved this event by crossing the lesion with a balloon and crushing the stent against the wall of the graft. Target lesion 5 was a 3.0 mm vessel diameter, 99% stenosed region of the 3rd obtuse marginal artery. The lesion was 5.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.75x12 mm drug eluting stent without complication. The pt was discharged from the hospital one day post index procedure receiving asa and plavix.